Event description:
Information was received that device motor is not running. No patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be craked on the right plunger case and battery door. Upon review of the event history log, motor not running was found. Device then underwent occlusion testing; motor not running was found at the beginning of the occlusion test. Main board was found badly misaligned, and white teflon flakes, motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The problem source has been determined to be user interface due to incorrect assembly on the main board by the customer.